Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after feeling a vibration alarm from the device. The device was found to have abruptly reached elective replacement indicator due to battery early depletion. The device was successfully explanted and replaced following the advisory for implantable cardioverter defibrillation with premature battery depletion. The patient condition is stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Manufacturer narrative:
Correction: this supplemental report is to correct method codes to include (B)(4).